Manufacturer narrative:
MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. No physical damage was observed. The reported complaint was not verified after performed sp02 and c02 functional test on the returned 8400 monitor and the device was reading correctly. However, check flow rate with low flow at 65 ml/min which is out of specification. A good known test restrictor was swap and flow increase within specification. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace restrictor. No problems or issues were identified during this device history record review.

Event description:
It was reported that the device is not giving the correct value. No patient injury was reported.